Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 2012. While the surgeon was repairing the labrum, the juggerknot drill bit fractured and had to be retrieved from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: under precautions: intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture.